Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one link non dehp standard bore catheter extension set split open before the bonded connector and leaked. This occurred while flushing a newly placed intravenous (IV). There was no report of patient injury or medical intervention associated with this event. No additional information is available.